Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he noticed halos around oncoming car lights, which made night driving difficult and uncomfortable. The consumer also reported foreign body sensation in both eyes. According to the consumer, the surgeon informed him that the halos will resolve over time and the foreign body sensation was caused by eye dryness. The surgeon recommended artificial tears to alleviate the dryness. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).